Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent direct bilateral hernia repair surgery on (B)(6) 2009 and two mesh products were implanted. It was reported that the patient had removal surgery and bilateral inguinal hernia repair surgery on (B)(6) 2012 during which the surgeon noted the previously placed mesh and the posterior sheath had significantly balled up medially. It was reported that the patient experienced severe pain, bulging in groin area and inflammation. No additional information is provided.